Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in leakage occurred. This is report 1 of 2. The following information was provided by the initial reporter: since we started using the nexiva products with the q-sytes we have had incidence where our technologists have been sprayed in the face when the saline or contrast has come shooting out the opposite side because of some form of back pressure I¿m assuming within the IV/vein. Required an ed visit on shift.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in leakage occurred. This is report 1 of 2. The following information was provided by the initial reporter: since we started using the nexiva products with the q-sytes we have had incidence where our technologists have been sprayed in the face when the saline or contrast has come shooting out the opposite side because of some form of back pressure I¿m assuming within the IV/vein. Required an ed visit on shift.